Manufacturer narrative:
Visual analysis of the returned device identified crease fold, wear abrasion, brown particles, calcification, and an opening. Leak test was performed and found an opening on the device. A microscopic analysis was performed which identified a striated edge opening in the anterior consistent with use of a surgical tool. Fill test inspection was performed and with the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device was explanted.